Manufacturer narrative:
The actual device was returned foe evaluation. Reliability engineering evaluated the device and observed that the device had no rotation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during routine inspection, it was observed that the perforator driver device was not spinning. According to the reporter, the shaft of the perforator driver device snapped and would not spin. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event occurred during the month of (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.